Event description:
It was reported that during a gastric sleeve case for male patient with high bmi, doctor used the stapler with slr for all firings, he started with 3 gold reloads gst 60 and then followed by 3 reloads blue. He added 10 clips over the staple line. While he is inserting the verse needle, he hits the vessel and had a bleeding incident which was hard to control. During omentum dissection, he had few other bleeding incidents which he controlled using harmonic1100. Before closure, he raised the systolic bp to be above 158 to make sure that he is controlling any expected bleedings intra-op. After the surgery patient was on drain. On the next day the patient¿s hemoglobin level dropped significantly and they had to take the patient again to the ot and re operated to remove the blood clots.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: -no previous history of coagulation problems, seen today in clinic no drop of hb. -inj enoxaprin 40 mg one hour before surgery. -daily enoxaprin for 24 days according to caprini scores. -no issues with the staple line formation. -there were no unusual sounds. -no, doctor couldn¿t identify exactly the site of the bleeding.